Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter, first implanted mitraclip (40904u1/52). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances associated with the reported lot. A review of the complaint history of the reported lot found no similar incidents for the reported device damaged by another device. Potential causes for the reported clip damaged by another clip can include, but are not limited to, patient anatomical morphology/pathology, associated comorbidities, and disease state, user technique, visualization during positioning / placement of the device, or manufacturing anomalies. It is possible that the challenging anatomy combined with procedural interactions contributed to the interaction between the two clips. Based on the information reviewed, the clip causing damage to another clip appears to be related to procedural conditions, and not a product quality deficiency. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed on the second mitraclip (lot 40829u1/30) that interacted with the implanted, first mitraclip. It was reported that one mitraclip was implanted on a3/p3 (3rd of 3 valve scallops, anterior/posterior) in the patient with mixed etiology mitral regurgitation (mr) reducing the mr from 4 to 1. It was a difficult anatomy with short posterior leaflet of 7 mm. A second mitraclip (lot 40829u1/30) was inserted to further reduce the mr but while steering the second clip down to the ventricle, the second clip interacted with the first clip causing the first clip to detach from the posterior mitral valve. Mr increased back to 4. The second clip was deployed on a2/p2 mitral valve scallop to stabilize the first clip and reduce mr to 3. No additional information was provided.